Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approx 6 months ago, the aneurx bifurcated stent graft was found to have migrated due to an unk cause. Aneurysm and vessel morphology at the time of the migration also were not reported. No intervention was performed until approx 1 month after the migration was identified. The physician elected to perform an open conversion and explant the stent graft and sew in a tube graft; the explanted stent graft was discarded by the user facility. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results and conclusion: (graft migration). (Unknown aneurysm and vessel morphology at the time of the migration; unknown cause of stent graft migration).